Event description:
The resident reported the following event: "the guide was protected by 2 plastic caps (on each end of the device). The blue one has melted on the tip of the guide and left particles on it.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.